Event description:
It was reported that balloon deflation issue occurred. A 1.20mm x 15mm emerge balloon catheter was selected for use; however, deflation issues were noted. The procedure was completed with no patient complications nor injuries reported.

Manufacturer narrative:
H6: evaluation result codes: updated the device was not returned for analysis. Since the balloon has to be used before the expiration date specified on the package and it was confirmed based on the information given, that the balloon was used later, this indicates a failure to follow instructions. Therefore, based on the evidence, the most probable cause for the reported failed to deflate was considered failure to follow instructions.

Event description:
It was reported that balloon deflation issue occurred. A 1.20mm x 15mm emerge balloon catheter was selected for use; however, deflation issues were noted. The procedure was completed with no patient complications nor injuries reported.